Manufacturer narrative:
On 15-jan-2016, conmed received the micropower oral max drill for evaluation. The collet of the returned handpiece would not fully open to lock a bur in place. Testing could not be performed to verify the reported issue of the bur "wobbling" due to the inability to lock a bur in place. The handpiece was run without a bur and the handpiece was noisy and ran hotter than normal. The evaluation of this handpiece determined that the cast stator failed ground bond and the collet bearings are worn. The worn bearings cause the collet to not lock and contributes to vibration and noise when the handpiece is activated. This high speed drill was manufactured on 28-sep-2011 and has a manufacturer's recommended 6 month service interval. In the four plus years since the handpiece was manufactured, this high speed drill has been returned for service/repair a total of four (4) times. The device service history records showed the drill was last returned for service on (B)(6) 2015 and was overdue for service at the time of the reported event. Based on available information, the most probable cause of the reported event is related to user facility error due to not properly maintaining this device. To properly maintain hall micropower handpieces and to reduce the risk of patient injury the instruction manual provides the following warnings and precautions: do not bypass this section. It contains warnings and precautions that must be thoroughly understood before operating any of the equipment. Lack of understanding or adherence to these warning and precautions may result in injury or even death to the patient. Prior to each use, perform the following: ensure all accessories are correctly and completely attached. Perform the required preoperative functional tests for the equipment and accessories. Do not operate the micropower drill without the appropriate bur guard and the collet locked. Always use a bur of the proper length. The tip of the bur guard should cover the safe line on the bur, if applicable. Without the stabilization that the proper guard provides, the bur can break and be propelled with great force. Handpiece functional test instructions: operate the handpiece for one minute according to the operating instructions. Monitor the handpiece for any of the following: excessive noise. Before operating the handpiece, check for: any loose or missing parts, any physical damage, movable parts that do not move freely. Performance testing: assemble the appropriate bur guard, bur and/or blade according to the assembly instructions. Operate the handpiece for one minute according to the operating instructions. Monitor the handpiece for any of the following: excessive noise, excessive vibration, the handpiece or attachment are hot to the touch during the test procedure or during surgical use. The handpiece does not operate up to its maximum preset speed. Verify the maximum preset operating speed by fulling depressing the activation lever or appropriate footswitch pedal and verifying that the maximum speed is displayed on the console. Failure to follow the specified service interval could result in reduced instrument performance or overheating of the handpiece. Overheating can lead to possible burn injury to the patient or medical personnel. Rotation of handpiece usage per day will assist with proper performance.

Event description:
The customer reported that the micropower oral max high speed drill was being used with a new bur guard during oral surgery on (B)(6) 2016 to remove impacted wisdom tooth #17. As reported, the doctor drilled into the impacted molar, then the drill started to chatter and the bur "wobbled" cutting through the molar and into the patient's jaw bone. As alleged, the doctor had anticipated he would need to remove some of the jaw bone but the wobbling caused more bone to be cut away than the doctor was planning to remove. The procedure was completed using another micropower oral max high speed drill. Follow-up information received from the user facility on 15-jan-2016. The patient returned for her follow-up checkup and the doctor reports she is doing well and healing perfectly fine. It was reported that the extra bone removed during the surgery does not appear to have caused any harm.